Event description:
Reportedly, coronary angiogram performed with pt's appeal of the chest pain showed 90% stenosis at rca #1-#2, chronic total occlusion at #3, 90% occlusion at lad #6 and #9. 7 days later pci performed. After rotablation and stent deployment at #6 lad, procedure to pcs was made. Advancing an unknown guidewire to 4av after crossing the target lesion, the guidewire was exchanged with another guidewire, and balloon dilation was performed. The asahi sion guidewire was advanced into 4pd for protection purpose, stent delivery was made to #3 to #4 target lesion over the other company's guidewire. When sion guidewire was retrieved, it was noticed that the guidewire tip end was trapped and separated at the proximal end of the deployed stent. Retrieval of the broken fragment was attempted by suing and advancing additional guidewire, balloon catheter, microcatheter, but these ended in vain. Physician determined to leave the broken fragment in site, an deployed another stent to fix the fragment as well as to treat the lesion at #1-#3. Pt is in stable condition.

Manufacturer narrative:
Device investigation revealed core wire breakage at 35mm from distal end due to pull-apart force, and curly bend, coil wire stretch over the core wire, elongation long and partly tangle at the breakage site. Coil was broken at 70mm from distal end which included the inside structure of the coil section. Lot history review revealed no anomaly relating with the reported event. With the provided information and the outcomes of investigation, it is inferred that guidewire distal end was caught between the deployed stent and the vessel wall, the guidewire was pulled back with force, resulting the breakage of the core wire due to the force exceeding the product design limit. Along with removal of guidewire, coil might be elongated and broken apart.